Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated sodium results generated on the architect c4000 processing module for one patient. The following data was provided (lab reference range for patient: 136-145 critical low 120): initial result was 158 meq/l and the reruns were 130, 122, 134, 125, 131, 137, 125, 120, 153, 134, 125. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed multiple troubleshooting procedures, and found a small hole in the warming ring, water bath, c4 (rohs). The fsr replaced the part, and the issue was resolved. The warming ring, water bath, c4 (rohs) was determined to be the cause of the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends for the issue under review. The architect c4000 erratic result rates were within acceptable limits with no trends identified. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no deficiency was identified.